Manufacturer narrative:
The patient has pain in the knee. Revision surgery may be required. Review of the device history record indicates that the device was manufactured to specification.

Event description:
The patient has pain in the knee. Revision surgery may be required.